Event description:
It was reported that the right ventricular (rv) lead was not sensing an episode of ventricular tachycardia (vt) due to morphology change and focal point. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.